Event description:
Pulmonetic systems, inc. Received a call from a representative of facility, on 08/16/02, reporting the following problem: vent inop - no patient harm. Multiple attempts to obtain more information were made.